Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had an emergency room visit on (B)(6) 2017 with blood glucose of 309 mg/dl. Customer also had blood glucose of 516 mg/dl. Customer's emergency room visit was due to high blood glucose. Customer was treated and released. Customer was wearing insulin pump at the time of emergency room visit. During troubleshooting, it was found that time and date were not correct. It was also reported that battery cap looked stripped. After troubleshooting, caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. All buttons functioning properly during our testing. No damage was found on the keypad traces noted during our visual inspection. However, unlocked j2 lcd connector was noted during our visual inspection. The insulin pump passed the displacement accuracy test. The insulin pump was received with stripped battery cap coin slot, cracked battery tube threads, cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip.